Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the malfunction. The cse replaced the oxygen sensor, and updated the software to the current version. The ventilator passed all tests and calibrations, and was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator oxygen sensor failed calibration, during use. The pt was transferred to another ventilator, there is no reported pt injury.